Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose. The blood glucose at the time of the incident was 505 mg/dl. The customer motioned the high blood glucose during complaint regarding infusion set. The customer did experience symptoms nausea. The customer declined troubleshooting for the high blood glucose. In the referenced complaint the customer noted the insulin pump did not alert if insulin was not being delivered. The customer declined to perform a high pressure test. The insulin pump will not be returned for analysis.